Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported the remote home monitor had a red blinking light. The patient was not at home when they called patient services, thus no further troubleshooting was able to occur at that time since the patient was not in close proximity to the remote home monitor. Patient services referred the patient to their clinic as there may be an alert from the implantable cardioverter defibrillator (ICD) that was detected and not able to be transmitted to the clinic. The ICD remains in service and no adverse patient effects were reported.